Manufacturer narrative:
With regard to this complaint, three cannulas with closure valves were received for investigation. Review of the batch record did not reveal any anomalies. Microscopic examination of the closure valves revealed that one of the closure valves was damaged. The damaged observed is consistent with unintended damage of the closure valve which can occur when an instrument or infusion line is inserted or retracted (e.g. Damage by the vitrectome when removing a vitrectome from the eye while cutting, inserting the infusion line in an oblique angle). Therefore, based upon the investigation performed it is concluded that the reported event is attributed to an unintended use error.

Event description:
Towards the end of the surgery, trocars were leaking air bubbles through the valves. That was hindering the surgeon's view. The procedure was successfully completed and no patient harm occurred.

Manufacturer narrative:
Complaint article was received by d.o.r.c. Investigation will be initiated as soon as possible.

Event description:
Towards the end of the surgery, trocars were leaking air bubbles through the valves. That was hindering the surgeon's view. The procedure was successfully completed and no patient harm occurred.